Event description:
It was reported that during an hysterectomy procedure, an error signal occurred on the device during the prerun. The device was cooled and tried again and another error code occurred. The instrument was replaced and another error occurred. The instrument was replaced again and another error occurred. The handpiece was replaced and the case was completed without any pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.